Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) addressed the customer's reported lost connection issue, verified the datasync debug log, identified a domain name system (dns) resolution failure preventing the station from connecting to the server, informed the customer that dns services were managed by the hospital it team, and noted that the customer forwarded this information be forwarded to their it team, after which the case was considered resolved and closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was suddenly not communicating. There were no adverse events or injuries reported based on this event.